Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it is believed the perforation was caused by the amplatz guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, immediately after crossing the aortic valve with the straight tip wire and exchanging for an es amplatz wire patient began to experience hypotension. Upon looking at the tee, a growing pericardial effusion was observed. A pericardiocentesis was performed and a large of volume of fluid was aspirated from the pericardial space. The patient¿s blood pressure returned to a normal level immediately after removing the volume from the pericardium. The valve was successfully deployed 70:30 with trace pvl. The bleeding into the pericardium continued unabated. It was necessary to continually aspirate volume from the pericardium. Blood was given. Patient was then taken to the or and a sternotomy was performed. The lv perforation was repaired and the patient¿s condition was stabilized. The ventricular tissue was noted to be extremely friable during the surgical repair. Patient was transferred to ICU in stable condition. It is believe the stiff wire placed within the lv cavity in combination with extremely friable myocardial tissue may have contributed to the lv perforation.